Event description:
It was reported that during coronary procedure, removal difficulties occurred. The ultra-thin diamond balloon dilatation catheter was advanced and became stuck inside a placed stent. The balloon was able to be removed from the patient. Additional information has been requested and is not available. There were no patient complications and the patient's status is reported as ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).